Event description:
An aneurx bifurcated stent graft of unknown size and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. Aneurysm and vessel morphology are unknown. The pt has a history of chronic obstructive pulmonary disease. No problems were noted during the implant procedure. It was reported that the pt showed symptoms of disseminated intravascular coagulopathy (dic) approx 6 hours post-operatively. The pt received blood transfusions; however, the pt's condition did not improve. The pt died on an unknown date. The cause of the dic is unknown.